Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged load cell weldment. The stretcher power cord had exposed wires due to torn covering. Also the brakes could not fully hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-07205. The serial number (B)(4) and catalog number 1025000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-07205 for full reporting of serial number (B)(4) and catalog number 1025000000 for this complaint.

Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged load cell weldment. The stretcher power cord had exposed wires due to torn covering. Also the brakes could not fully hold due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.